Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers family member reported via phone call that they were hospitalized due to high blood glucose and pain and infection and blood clot on (B)(6) 2018 with blood glucose of 429 mg/dl. Customer's blood glucose value at the time of incident was 265 mg/dl. Based on customer report customer does not allege pump was under delivering. The device will not be returned for analysis.